Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor needle broke off. Customer's blood glucose was 197 mg/dl. Customer mentioned the sensor was bloody when it was removed from the body. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used. Inspected introducer needle for burrs/hooks and dull needle tip defects and none were found.